Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error. The patient's blood glucose at the time of incident was 9.0 mmol/l. Troubleshooting was initiated for the prime and rewind issue. The pump was not bumped or dropped. During the prime process, insulin had squirted from the tubing. The drive support cap was also protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /protruded drive support disk. Unable to verify other alarms due to the motor error alarms. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked display window, minor scratches on the display window, a missing end cap sticker, and broken battery tube threads.